Manufacturer narrative:
The insulin pump was received with a completely broken reservoir tube lip and missing reservoir tube o-ring.

Event description:
The customer called to report that a piece of the reservoir compartment broke off and eventually the reservoir came out of the compartment. The customer's blood glucose reading was in the 140 mg/dl range. The customer was advised to discontinue use of the device and revert to a backup plan. The device was replaced and will be returned for analysis.